Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) the device would not power on. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical japan for evaluation. The customer's report was not replicated or confirmed. Testing was conducted using the customer's auxiliary power supply and battery. A log review yielded no issues that could explain the customer report. The device underwent comprehensive power cycling with various configurations, including hot-swapping batteries and bench testing of defibrillator functions with no faults found. Internal inspection resulted in no findings. The battery was returned to zoll chelmsford where it passed inspection and log review. The monitor board will be replaced as a precaution. The device will be recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.